Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer's blood glucose level, as the customer declined to answer if levels exceeded 500 mg/dl. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur after the reset.